Manufacturer narrative:
(B)(4). Date sent: 10/2/2025 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what did the staple formation look like? Looked fine did the surgeon wait 15 seconds prior to firing? Yes. Were there any pre and postoperative anti-coagulant and pain management protocol changes? No when firing was the stapler straight? When performing a sleeve, yes. How close to bougie when firing? Close, but was not too snug. Any videos available? They do not record their procedures any changes in technique? No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sleeve gastrectomy, lap oagb, the team have over several patients that have been bleeding intraoperatively and post operatively after using the echelon 3000 long 60 device. Patient required transfusions, CT angios and increased length of stays.